Manufacturer narrative:
(B)(4). Method: the four complaint rt265 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. Device 1, device 2 and device 3 were visually inspected and pressure tested. Device 4 was visually inspected but not pressure tested as the customer had cut the inspiratory and expiratory limbs. Results: visual inspection of the returned expiratory limbs revealed that the three limbs had cracks on both the distal and proximal connectors and one limb had a crack on the proximal connector. Pressure testing of device 1 and device 3 revealed that the circuits were within specification. Pressure testing of device 2 revealed that the device was outside of specification. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative, that the collar on the expiratory limbs of four rt265 infant dual-heated evaqua2 breathing circuits were found cracked. No patient consequence was reported.